Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No battery out limit alarms were noted. No blank display was noted. The insulin pump was monitored for one day. All operating currents tested within specified range. A cracked display window was noted. The insulin pump had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, scratches on the reservoir window, cracked battery tube threads, cracked belt clip slot, stained end cap sticker and a stained end address and serial number label. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 113 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided